Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip successfully grasped and locked onto tissue; however, it failed to release from the catheter. The user attempted to disconnect the clip from the catheter by opening the handle and jiggling the catheter. The clip eventually detached from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful to date. If any further relevant information is received, a supplemental MDR will be filed.